Manufacturer narrative:
(B)(4). G2: foreign ¿ taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one month post-implantation, the patient fell and underwent a hip revision due to dislocation. The doctor initially chose a closed reduction, but then the cup and head separated and the components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d5; d9; g3; h2; h3; h4; h6; h10. Visual examination of the returned product identified poly insert has deformations to the chamfered surface leading into the i.d. And on to the top flat surface. 5 out of 6 of the poly insert's removal grooves have burrs present around the top edge. No other damage was noted during visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the ringloc. Radiographs were provided. Review of the available records identified the following: fluoroscopic images demonstrating a left hip arthroplasty dislocation as noted. A definitive root cause cannot be determined. It was reported the patient fell and dislocated, however the reason for the fall is unknown. This complaint was confirmed based on the mmi report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.